Event description:
It was reported that during an attempt to post dilate a stent, attempts to cross with multiple dilatation catheters were unsuccessful. Therefore, the wire was exchanged in an attempt to gain more support. However, further attempts to cross with dilatation catheters were still unsuccessful. On the third guide wire exchange, in which the ironman was used, a perforation was noted. The patient was sent to surgery. The patient was reportedly stable. All products used were discarded.